Event description:
It was reported that log file review was requested. The log file displayed a string of low voltage alarms on (B)(6) 2024 at roughly 11:34 am while tethered to the mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events on (B)(6) 2024.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. On 17sep2024 at 11:34:00, the log file captured no external power alarms due to the relative state of charge (rsoc) value and bus voltage dropping below the expected threshold for being connected to the mobile power unit (mpu). The alarm resolved by the time the next data was logged at 13:32:00, and power was restored to the system. The backup battery supported the system during this event without issue. The no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding environmental cause for the interruption of ac power to the mpu, if the ac cord was unplugged to the mpu, if the mpu has the v-lock connector, serial number of the mpu; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. The heartmate ii instruction for use section 3, entitled ¿powering the system¿, advises users to transfer to another power source and not rely long term on the system controller¿s backup battery if there is a power failure on the mobile power unit. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.